Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported type iiib endoleak was refuted rather there is evidence of type ia endoleak. The type ia endoleak is most likely user related due to off-label neck anatomy observed on the pre-computed tomography (CT). The procedure related harms for this event could not be determined. The final patient status was not reported. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted; therefore, no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.. Device iteration is afx with duraply. Corrections: b5: describe event or problem ¿ updated d2: common device name - updated d4: model #/lot #/expiration date/UDI # - updated d11: concomitant medical products and therapy dates: updated g1,2: contact office- name has been updated h6: result code ¿ remove 3221 h6: conclusion code ¿ remove 11.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 3.5 years post initial procedure, a possible 3b endoleak was reported. The patient is being monitored and there have been no additional patient sequelae reported. Subsequent to the initial report, clinical assessment refuted the type iiib endoleak; rather, there is evidence of type ia endoleak.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 3.5 years post initial procedure, (exact date was not provided) a possible 3b endoleak was reported. The patient is being monitored and there have been no additional patient sequelae reported.